Manufacturer narrative:
This is related to MFR. Report# 2183996-2012-00451

Event description:
On (B)(6) 2012, the pt reported that on (B)(6) 2012, his blood glucose level was 119 mg/dl when he went to bed. At 3:50am, he work up hot, sweating and shaking. He checked his blood glucose level and it was 360 mg/dl. He began throwing up and having diarrhea. He attempted to take insulin via a bolus and to change his infusion site, thinking there was something wrong with the infusion site and he was unable to do this as he was too ids oriented. His wife called an ambulance. He was taken to the emergency room and his blood glucose level was 572 mg/dl. They diagnosed with the hypothermic shock. They had to put a "mattress type thing" on top of him with a hose that was blowing heat and they had blankets on top of him. He could not stop shaking. He was put in the intensive care unit. He was taken out of intensive care and put in private room on (B)(6) 2012 and was released that same day. He was put on an IV of insulin while at the hospital. After he was released from the hospital, the pt returned to using his infusion device. The pt reviewed the history in the infusion device and there was an e4 occlusion error that occurred the morning of the incident. Infusion sets were discarded and will not be returned. The infusion device was replaced and requested to be returned for evaluation.